Event description:
It was reported that during a da vinci-assisted surgical procedure, after inserting the instruments, the surgeon was about to grasp the master controls for the first time to begin surgery when he noticed the pulley cables were broken. The instrument was removed and replaced with a new one of the same type. The surgeon stated that he handled the instrument properly throughout. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.